Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Facility discarded device.

Event description:
It was stated via medwatch report that, "patient had infusaport that was accessed and had IV fluids infusing through them. Patient went to the bathroom and came out holding microclave cap from second hub (closest to patient on infusaport tube), and was leaking blood and IV fluids. Rn clamped tube at this time and port was de-accessed, then re-accessed using sterile technique. This was one of the old bard port needles that we are replacing as soon as we get the new ones in stock. Port was clamped off, de-accessed and then re-accessed with a new needle. Infusion set in not available for return, it was discarded. No harm to patient."